Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed the patient¿s implantable cardiac monitor (icm) had false pause episodes due to under-sensing. No intervention was performed. The patient will be continued to monitor remotely. No patient consequences was reported.